Manufacturer narrative:
No documented fix was noted, but part replacement was mentioned. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was a mounting arm issue for 7-8 monitors during setup on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.